Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) showed an abnormal percentage of power being used. The battery was depleting more quickly than expected. Boston scientific technical services (ts) discussed continued follow up with the doctor's office. Analysis was obtained and noted that the historical data shows that the power consumption had been steadily increasing for some time. The device was explanted. No additional adverse patient effects were reported.